Event description:
Customer reported a cartridge alarm issue that occurred during the load process, with a specific blood glucose value unknown but indicated as high. There was no adverse impact to the customer's blood glucose level. The customer attempted a correction bolus via the pump and did not require third-party assistance. Technical support determined that the pump needed replacement and instructed the customer on how to put the pump into storage mode. A replacement pump was sent, and the customer was advised to program their settings and connect their cgm to the new pump. The customer understood the instructions and agreed to return the defective pump using a pre-paid label within ten days to avoid being billed.